Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood level dropped to 30 mg/dl and went up to around 600 mg/dl. The customer experienced low blood glucose levels in the middle of the night. Troubleshooting was declined. Customer's blood glucose level was due to the things she ate and her stress and did not feel it was the insulin pump. The device was not returned.